Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus did not align with the cursor on the programmer's display screen. The connection between the overlay and the printed circuit board (pcb) was reseated and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not accurate in the lower right quadrant of the screen. The programmer was returned for service. There was no patient involvement.